Event description:
It was reported that the right ventricular (rv) lead impedance decreased. It was also reported that based on medical judgment, the rv lead remains in use. It was noted that the patient is part of the system longevity study (sls.) No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further noted that the patient was part of the product surveillance registry.